Event description:
Per the clinic, the patient developed an infection at the abutment site and was administered a kenalog injection as well as being prescribed oral antibiotics on (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.